Event description:
It was reported that the right atrial (ra) lead had high threshold. The ra lead remains in use. It was also reported that the left ventricular (lv) lead caused phrenic nerve stimulation. The lv lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lv lead was explanted and not replaced.